Manufacturer narrative:
Findings: no button error alarm during testing. However unit had intermittent act button response due to moisture damage keypad traces. Unit had minor scratched lcd window, cracked case at display window corner, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 135 mg/dl. The customer stated that she was roller skating before the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.